Event description:
The customer reported a check valve in the o2 transport kit manifold is leaking, allowing oxygen to bleed off and reduce the oxygen supply pressure below specification to 50 psi. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).